Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. However, the internal components were unable to deploy properly, and considerable signs of dried blood were identified. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the case was a cerebral aneurysm case. Per the user it was unknown if the angio-seal footplate was deployed or not. No wire or green tamponade stick was noticed coming out of the anastomosis. They obtained first push click and second pull click during device deployment. The device pulled right out of the sheath: 5fr. A pre-deployment angiogram was performed. The patient was stable and the procedure was successful with manual pressure to support closure.